Manufacturer narrative:
This was a 13-year-old unit that was returned and the 5 year maintenance was performed. It met all specifications after the maintenance was completed.

Event description:
Unit will not fill test lung.